Event description:
The user facility reported that prior to a patient being placed on the surgical table, the table was commanded to level and instead tilted to the right and then into trendelenburg. The user facility choose to utilize the table and reported that all other functions commanded on the hand control operated as intended. The procedure was completed successfully with no delay. No injuries were reported to hospital staff or the patient.

Manufacturer narrative:
A steris technician inspected the table and hand control and was able to duplicate the event. The technician replaced the table's voltage regulator, recalibrated the table, and placed it back into service. No further issues have been reported with the table. Steris engineering evaluated the voltage regulator and found that it was not operating properly. The voltage regulator was not supplying the required voltage to the tilt sensors subsequently allowing the table to continue to tilt while the level button was being pressed on the hand control. This event is considered isolated; no other similar events were found based on a search of complaint records.